Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had quit. The customer stated they woke up in the morning with a high blood glucose and the insulin pump¿s screen was completely blank. They tried using new batteries but the insulin pump was still blank. The customer¿s blood glucose level at the time of the incident was 538 mg/dl. They treated with a manual shot. Troubleshooting was not completed as the customer had already disconnected from the insulin pump and was using their back-up insulin pump. The customer had already cleaned the battery cap but it did not resolve the issue. The customer also reported that when the screen was working, if they ever pushed the up button the screen would go blank. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.